Event description:
Ous MDR - it was reported that this lead was explanted and replaced due to high impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a deformed insulation between 41 cm and 44 cm distal to the is4 connector pin. In that section, one conductor coil to the ring electrode was found fractured at approx. 42 cm distal to the is4 connector pin. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.